Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus field service engineer reported (on behalf of the customer) the visera elite video system center image was noisy, the object could not be recognized, and the color was red or blue. The issue was found during reprocessing. The patient was not under anesthesia. The facility completed the diagnostic procedure with the same device and without delay. There were no reports of patient harm.